Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal coronary angioplasty. Reportedly, resistance was felt while removing the guide wire from the guide wire exit port. The plunger jumped back during plunger deployment. The plunger came out without the suture and when the proglide device was removed, a suture break was observed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture detachment could not be confirmed as the entire suture was not returned. The reported difficulty removing the guide wire could not be confirmed as the guide wire used during the procedure was not returned and testing with a proxy guide wire could not replicate resistance. The reported difficulty to deploy the plunger could not be confirmed as the returned plunger was re-inserted and removed with no noted abnormalities. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.